Event description:
It was reported "on a medical emergency on (B)(6) 2022, a 45 mm needle was deployed in a patient¿s left humeral head. The trocar initially would not retract from the catheter. At some point after a peripheral IV had been started, the needle was able to be pulled from the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 126149 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported "on a medical emergency on 3/2/22, a 45 mm needle was deployed in a patient¿s left humeral head. The trocar initially would not retract from the catheter. At some point after a peripheral IV had been started, the needle was able to be pulled from the catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.